Event description:
5 - fluorouracil medication was compounded in a 270 ml 5 ml/hr epic progressive medical smartez pump. However, the pump was found to be leaking by the nurse when they retrieved it from the medication bin only a few hours later.